Event description:
One touch ultra test strip lot #4030763 used test strip to test blood sugar upon waking up. Level showed 241, about 120 above normal. If I had used the recommended insulin dose to bring down the reading, the blood sugar would have crashed, possibly causing coma. Just to check things because this was a brand new box of test strips, a second test was run using an older lot. This time the expected reading of 100 to 120 was found. No additional insulin was needed. I fear to think that if I had acted on the original reading, bad things could happen. My body would not have been discovered for a week or more. In the past, the test strips have worked as they should. Dose or amount: 1. Frequency: 4x per day. Route: finger prick.